Event description:
Bumps on face [skin disorder]. Redness on face [erythema]. Irritation on face [skin irritation]. Case description: licensee-spontaneous report was received on (B)(4) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history included juvederm (hyaluronic acid) injections, location unknown. On (B)(6) 2011, the patient initiated prevelle silk, lot number r1124 in her left nasolabial fold and the left marionette line. On (B)(6) 2011, the patient experienced a bad reaction on her face which included redness, bumps, and irritation. The physician planned to use ipl (intense pulsed light) photofacial treatments to treat the events. The action taken with prevelle silk was not provided. The patient's outcome was not provided. The relationship between prevelle silk and the vents was not provided by the reporting physician. The qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number r1124, expiry date 03/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received on (B)(4) 2011, from the physician. The caucasian patient has a history of allergies to penicillin and sulfa. On an unspecified date in 2001, the patient received restylane (hyaluronic acid) in 2001. The onset date for the events was (B)(6) 2011. The patient did not receive skin testing, nor were any lab tests performed. The patient was being treated with intralesional kenalog (triamcinolone) 2 mg/cc and vitrase (hyaluronidase) for all the vents. The outcome of face redness and face bumps was not yet recovered. The outcome of face irritation was recovered on (B)(6) 2011. The physician stated that the possible precipitating event of the symptoms was treatment with prevelle silk. The intensity for all the events was assessed as moderate. The reporting physician assessed the relationship between prevelle silk and the events as definitely related.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number r1124, expiry date 03/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The risk-benefit profile of prevelle silk is not affected by this report.